Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the 2.4mm lcp plate hole was stripped and would not allow insertion of a locking screw in the hole. The procedure was completed successfully by changing the plate. There was a surgical delay of five to ten (5-10) minutes. There was no patient consequence. This report is for one (1) 2.4mm lcp(tm) plate 6 holes 52mm. This is report 1 of 1 for (B)(4).